Event description:
The customer called about an error code that he had received while testing his glucose. He also mentioned that, he performed a control test and received a result of 400 mg/dl. The customer did not provide any product information for the test strips, but the control range should have been around 95-136 mg/dl. No adverse events were alleged. The customer did not have his meter with him. He was advised to call back when he had his meter. No product is to be returned at this time.

Manufacturer narrative:
Since the customer did not have his meter with him at the time of the call, he could not provide serial number. It's not possible to determine a manufacture date without the serial number. This complaint was not initially flagged as a potential MDR, so it will be submitted past the 30 day window.